Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up, but it was recovered by a reboot. There is no report of death or serious injury associated with this complaint.